Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the past 2 weeks they had been having issues with their communicator. The patient stated that when they plugged the charging cord into the communicator, it would be orange, but when they laid it down, it went off. The patient mentioned that they used the device during the night and when they get up, it's run down. The patient confirmed there was no visible damage to the charging port or charging cord. The patient did not have access to any other charging cords. A replacement communicator was requested from the repair department because the communicator was intermittently not charging. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-nov-2020, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿visual damage to the micro usb hub¿; ¿failed battery charging bench test¿; and ¿defective recharging circuitry tm90 recharging circuitry is damaged (found micro usb hub bracket broken and micro usb connector pins broken).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.